Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 21. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, bleeding, abscess and inflammation. No further patient complications were reported.